Event description:
Caller reported damage to the pump housing and usb port, which impacted the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement and instructed the caller on steps to take upon receiving the new pump. Customer will continue to use current pump for insulin delivery.